Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after insertion of the intra-aortic balloon (iab), the doctor stated the sheath placement was difficult. Doctor questioned why introducer/dilator central lumen was larger than wire. He stated that he felt it would pass an .035 wire. There was no reported injury to the patient.